Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument's tip was stuck and not articulating. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information: the tips were stuck and would not articulate. Tips were misaligned. Tips would not move at all. No shakiness or friction. Issue was persistent. Scrub staff was checking tip prior to start of the procedure. The jaws were not stuck closed on tissue when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The force bipolar was tested on an in-house system showing 10 lives remaining. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The instrument successfully passed all functional tests.

Event description:
Refer to h11 for follow-up information.